Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 9:50 pm with blood glucose over 418 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of high blood glucose reading. Customer was treated in the emergency room. Customer high blood glucose reading started on (B)(6) 2017. Customer current blood glucose was 418 mg/dl. Customer blood glucose at the time of the incident was over 400 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name was joseph health regional hospital infusion set was changed on (B)(6) 2017. Customer stated there was no air bubbles. Customer did not mention if the cannula was bent. Drive support was normal. High pressure test passed. Customer declined to check insulin pump setting. Insulin pump will not be returning for analysis.